Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012936305); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, a frame node overlap extending to the second node was observed. A pre-implant balloon aortic valvuloplasty was performed using a 20 millimeter (mm) balloon which was standard for the implanting physician. Upon 80% deployment, the valve appeared constrained on cusp overlap view, and an infold was observed on left anterior oblique (lao) view. It was noted that the target implant depth when the infold occurred was 3 mm. Subsequently, the valve was recaptured and withdrawn from the patient. A new valve and new delivery catheter system (dcs) were prepped, and another pre-implant bav was performed using a 22 mm balloon. Upon fluoroscopic inspection of the valve load, there were no issues with the new valve and new dcs, the valve was successfully implanted. Per the physician, the patient's calcified anatomy contributed to the infold/under expansion. No patient complications were reported as a result of this event.